Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insulin syringe with bd ultra-fine ii¿ needle was found with foreign matter on the needles. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1cc syringe. Customer states that the syringe has things on the needle. The photo was examined and no foreign matter was visible in the photo. A review of the device history record was completed for batch# 6242842. All inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.